Event description:
It was reported that shaft break occurred. A percutaneous coronary intervention was being performed. The target lesion was located in the left anterior descending. A 2.50mm x 15mm emerge balloon catheter was selected for use. However, upon loading the device over the wire, the balloon broke off. The procedure was successfully completed with a different emerge balloon catheter. No patient complications were reported.